Event description:
It was reported that during a routine device replacement procedure, the set screw may have been over-torqued, or "pushed", into the port and became cross-threaded. Consequently the set screw could not be retracted and the wrench kit may have been damaged while trying to retract the set screw. The physician suspected a faulty device header and requested a different device for implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).